Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rails condition, the side rails were mechanically damaged (the screws holding the panel to the metal plate were ripped off). The customer staff explained that the issue occurred when the patient used them to get up from the bed. The instruction for use for citadel plus bed frame (IFU, 831.374_en rev.I) includes following information: ¿side rails are not intended to restrain patients who make a deliberate attempt to exit the bed.¿ ¿caregiver should always aid patient in exiting the bed.¿ the IFU includes also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the two side rails were detached. The device was in use at that time. The complaint was decided to be reportable due to the side rails detachment. No injury was claimed.

Event description:
The two side rails were detached from the citadel plus bed. The malfunction occurred when the patient used them to get out of the bed. No injury was reported.